Event description:
It was reported that the patient had a pump replacement due to the pump moving to the patient's thigh. The patient required a smaller pump. The patient recovered without sequela. The medication in the pump was lioresal.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.